Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: warnings: take extra care when injecting soft-tissue fillers, for example, after insertion of the needle, and just before injection, the plunger rod can be withdrawn slightly to aspirate and verify the needle is not intravascular, inject the product slowly, and apply the least amount of pressure necessary. Precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Company representative reported during injection with 1 syringe of juvéderm volbella® xc the needle "popped off while in the patients cheek, and the product went onto their cheek. Patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.

Event description:
Company representative reported during injection with 1 syringe of juvéderm volbella® xc the needle "popped off while in the patients cheek, and the product went onto their cheek. Patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.

Manufacturer narrative:
Device analysis: 1 empty syringe of 1.0 ml received with a cap and no needle in an opened pack and tray. No defect is observed on syringe.